Event description:
The lead was returned to the manufacturer with no information. The lead subsequently tested out of specification during manufacturer's analysis. Follow-up revealed the lead had been explanted and replaced due to an apparent lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).